Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 150 units of insulin. The customer's second attempt at loading the cartridge was successful. The customer's blood glucose level was 209 mg/dl.